Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. Device had currents within specifications. No unexpected battery out limit. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery. Customer was trying to clear the alarm but the buttons were not responding. The customer mentioned she was hospitalized but did not know if it was related to the insulin pump. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.